Event description:
Patient also noted they had an old device before they were implanted and they were using the empi epix xl 9112065 (agent understood this as tens unit). Patient note only one of the leads or wires were working on the tens unit. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).